Event description:
During a gall stone removal procedure, some smaller stones fell into narrow ducts and the physician used the graspit to attempt to retrieve them. The two alligator teeth, about 2cm each in length, broke off. The physician then proceeded with an open procedure to retrieve the stones and the device fragments. The procedure was successful. It was reported that the patient recovered from the procedure and is generally doing well. The device has not yet been received by the manufacturer. When it is received, an engineering evaluation will be conducted. User technique and/or patient anatomy may have contributed to this event. However, without evaluating the device, company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state: "caution: if resistance is encountered while attempting to withdraw the forceps into the sheath or the sheath through the scope, do not exert excessive force." "Indications for use: the microvasive grasping forceps are used endoscopically to entrap and remove stones from the ureter or kidney."